Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, the implantable cardioverter defibrillator was found to be in backup vvi mode. Reprogramming was performed successfully with no patient consequences.